Event description:
It was reported that a double beep with cassette was experienced.

Manufacturer narrative:
B5: additional information received on 11-jul-2022 via email and attached to complaint object: these issues occurred during testing and the date is unknown. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. No error was found in event history log. Functional test was able to duplicate customer's problem. Defective downstream sensor was the cause of the problem. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream sensor. E4 is unknown.